Manufacturer narrative:
Concomitant medical products: w1dr01, ipg implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two weeks of replacement of the implantable pulse generator, high thresholds were observed on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.